Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 978b128, serial/lot# (B)(6), implanted: (B)(6) 2021, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 11-jan-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were having problems with their prior to getting this new one. Patient (pt) said that they didn't know the date when they started having problems but had lost a lot of weight and the battery was skin on skin and it was painful and the wires had come up and were bulging through their skin in a coil, they also randomly felt shocking that came out of nowhere bull blast and was excruciating and kept happening until the doctor fixed it and replaced their system. Pt stated that when they met the manufacturing representative (rep) before the surgery, rep told pt it was too high. Reviewed communication 1 information and redirected to their doctor.